Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist noticed a red flashing light on the universal power supply (ups). The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
According to the biomedical engineer (biomed), he was notified that everything was running normal except for the flashing red light on the universal power supply (ups), the case was completed with the same unit. After the case was complete, the biomed turned the system off then turned it back on and everything seems normal. The battery indicator light on the ups turned on (solid green), the base was then disconnected from ac line. The system switch to battery the ups light stayed solid green, every thing was working normal. Investigation in process, but not yet complete.